Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he was undertaking a revision of a triathlon ts knee. The patient fell which resulted in a fracture of the femur. Surgical delay of 2 hours as a result of procedural issues.